Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years, six (6) months due to stenosis. The tavr procedure was performed with a 20mm 9750tfx transcatheter valve. The patient was discharged home. It was felt by the physician and heart team that the valve had failed prematurely perhaps due to ppm combined with increased pannus growth.

Manufacturer narrative:
H10: additional manufacturer narrative: a DHR review was performed and no related non-conformances were found. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation of premature failure, stenosis is most commonly related to patient factors and is not a result of a manufacturing non-conformance. Additionally, "it was felt by the physician and heart team that the valve had failed prematurely perhaps due to ppm combined with increased pannus growth." There is no evidence to suggest a product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years, six (6) months due to stenosis. The tavr procedure was performed with a 20mm 9750tfx transcatheter valve. The patient was discharged home.